Event description:
This report summarizes 7 malfunction events. The events were related to suction loss during laser fire. There were no patient injuries reported associated to the events.

Manufacturer narrative:
(B)(4). Five (5) investigations were completed during the period and two (2) investigations remain in progress. From the 5 investigations completed no product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: h6 investigation findings - 3233 h6 investigation conclusions - 11 in the initial report it was not included that for the 2 investigations that were pending at that time of submission the above codes (3233 and 11) applied. Device evaluation: two (2) investigations were completed during the period. From the 2 investigations completed no product deficiency was identified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.